Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and moisture ingress was noted. There was no noted loss of power related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings:the pump battery compartment was observed to be cracked from the grip pad to the case seal and along the side of the compartment to the grip pad. Moisture was evident behind the pump display screen lens and on the printed circuit board but there was no evidence of moisture in the battery compartment. Unrelated to the complaint the display screen was observed to be dim and discolored with a pinkish contrast.